Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist found that the etl was failing and attached the knowledge article "esr etl failure violation of primary key constraint." The customer was informed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or staff informed us that they had been experiencing an issue with decrementing. For example, when they decremented txa to a quantity of 2, the system reverted the quantity back to 4 after a few minutes, causing the replenishment report to be inaccurate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.